Manufacturer narrative:
Concomitant product : 6935-58 lead, implanted: (B)(6) 2011.

Event description:
It was reported that the left ventricular lead was capped and noted to be unusable. Follow-up attempts were made to determine what caused the lead to be unusable and necessitate capping, however, no information could be obtained. No patient complications have been reported as a result of this event. It was later reported that the patient was experiencing diaphragmatic stimulation due to a sudden threshold increase. Loss of capture was also noted. The patient was a participant in the (B)(6). It was later reported that the lead was electrically abandoned. The patient was also a participant in the product surveillance registry study. It was also reported that a left ventricular lead was attempted, to replace this lead, however even though five to seven attempts were made, the implant was unsuccessful due to unacceptable pacing threshold, failure to capture, diaphragmatic stimulation. It was noted that patient anatomy had an influence as well. The lead was not implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information sex, date of birth. If information is provided in the future, a supplemental report will be issued.